Manufacturer narrative:
A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the lens was loaded into the cartridge correctly but the injector handpiece would not allow the lens to fold the proper way. This made the lens unusable per the surgeon. There was no patient contact. Procedure completed. Additional information has been requested.